Event description:
On 8/25/97, the account reported an erratic bhcg result of 19,000 mlu/ml, which was run on the axsym analyzer from the sst primary tube. The result was questioned by the physician and the sample was retested in the sst primary tube. A result of 100,000 mlu/ml was given. The sample was run a third time and a result of 63,000 mlu/ml was given. According to the account, the 1:200 autodilution protocol was used for all testing. The physician ordered an ultrasound and requested that the pt return at a later date for another bhcg test. The pt did not receive treatment based on the reported bhcg results. No report of injury. All controls were within expected ranges and there were no apparent issues with instrument maintenance. However, the account noted that some of the matrix cells appeared to have a type of precipitate adhering to the inside of the glass covering.